Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid in the helix housing and it was also identified that the helix was bent/deformed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. The helix difficulties were confirmed, based on the observation of a deformed helix.

Event description:
It was reported that this lead was an attempted implant due to helix extension/retraction difficulties encountered during the procedure. The physician extended and retracted the helix but it didn't work smoothly and was not making good contact with the intended implant position. Low amplitude and placement difficulties were also identified during the procedure. No adverse patient effects were reported. The product was received for analysis.